Event description:
It was reported to covidien on (B)(6) 2012 that a customer is having issues with a dialysis catheter. The customer states when temporarily using the catheter for a dialysis, the pt found a breach on the vein connector and bubbles appeared. The dialysis treatment could not be performed. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.